Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter material seems to be thicker than usual. The complainant stated that the patient tried to insert catheter, and allegedly experienced discomfort and self-limited bleeding. The catheter was removed and replaced without further incident. No patient injury was reported.

Manufacturer narrative:
Received 3 unopened bardia urethral catheter lot samples. Per the visual evaluation, the exterior of the samples were inspected and did not find any evidence of a failure that would support the reported event. Using a gauge to perform the dimensional evaluation, it was found that the french size was 14-15 french. The specification is 14 french +/-1 french; therefore, the samples met specification. The reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter material seems to be thicker than usual. The complainant stated that the patient tried to insert catheter, and allegedly experienced discomfort and self-limited bleeding. The catheter was removed and replaced without further incident. No patient injury was reported.